Event description:
It was reported that there was an issue involving a cartridge change error with the pump, initially identified by her healthcare provider and requiring assistance from technical support. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps to resolve the error, including inspecting and cleaning parts of the pump and successfully completing the cartridge load process, after which the customer was able to resume insulin use.